Event description:
As reported by the user facility: as advised, we will inspect and continue to reject the sterilization filters (us994) not only for the micro holes we are finding but now for the new imperfection, the black ink line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) (xc 100039331). Additional information: d suspected medical device information updated d9 device returned to manufacturer results of the investigation confirmed that micro-holes were observed in the filters. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retain samples have been reviewed, and the potential for micro-holes have been identified. No black lines were observed on the samples. Based on the investigation findings, while the defect is confirmed product is meeting specification. The raw material supplier is an iso 13485 certified supplier for sterilization packaging and infection control material and tests each lot of this filter material for porosity, permeability, and water repellency. The manufacturing site is aware of this issue and has entered this complaint into our trending report.